Manufacturer narrative:
Additional information: both ts were retrieved from the patient.

Event description:
Additional information: both ts were retrieved from the patient.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed the device was returned outside of original packaging. The anchors were detached from the needle attached to the suture with the suture still inside the depth tube. The deployment knob was in the t1 pre-deployment position. The suture was coated in debris. No physical damage visible to the device. A functional evaluation revealed the deployment knob and actuator tip function as intended. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to prematurely activate the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during procedure, fast-fix 360 failed, both implants deployed at the same time. The procedure was completed with a backup device with no delay or further complications reported.